Event description:
On 09/13/2025 the user reported that the ilet bionic pancreas displayed false low bg readings of 40 mg/dl while fingerstick results showed values rising from 48 mg/dl to 130 mg/dl. Despite recalibration, the cgm continued to read low until the user restarted the ilet and replaced the dexcom g7 sensor, which entered warmup. No hospitalization or injury was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.